Manufacturer narrative:
A manufacturing review could not be conducted as the investigation is lot number unknown. The device was not returned; however, one photo was provided for review. The photo shows a pta balloon catheter within a short introducer sheath. A complete circumferential break can be seen on the catheter; however, the inner polyimide guidewire lumen does not appear to be broken. As a result of the break, the inflation lumens protruded from the catheter, at the proximal end of the break. The distal tip of the introducer sheath appears to be slightly flared, which typically indicates retraction issues. Based upon the photo review, the complaint is confirmed for retraction issues and a complete circumferential outer shaft break. It is likely the break occurred due to the force used trying to remove it from the sheath. Based upon the photo provided, the investigation is confirmed for retraction issues and a complete circumferential outer shaft break. However, the definitive root cause could not be determined based upon the available info.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient information and product lot#, which was updated in the appropriate sections. A manufacturing review was conducted. The lot met all release criteria.

Event description:
It was reported that after an inflation in a native fistula, the pta balloon became lodged in the introducer sheath and then the outer catheter broke during retraction. The catheter was removed in its entirety with the introducer sheath as a single unit without further incident. There was no reported patient injury.